Manufacturer narrative:
(B)(4). Analysis of the catheter revealed the catheter body was deformed in shape and/or abrasion and did not effect infusion.

Event description:
Additional information received reported the site was unaware of a divot in the catheter. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the pump was replaced on the date of this report for a standard pump replacement. The pump was interrogated on (B)(6) 2015 and the estimated elective replacement indicator (eri) was eight months. There was no alleged product issue. No troubleshooting was performed; however during the replacement the healthcare provider (hcp) noticed a divot in the catheter where a ¿pintail¿ curve was around the pump. The hcp would like the catheter analyzed for possible weak spots and the catheter was explanted and would be returned. There were no symptoms or complications associated with this event. The patient status at the time of this event was ¿alive- no injury.¿ no complaints were reported by the patient or family. The event resolved without sequelae on (B)(6) 2015. The pump was being used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial#4v, implanted: (B)(6) 2009, product type: catheter. Product ID 8709sc, lot# n161606014, implanted: (B)(6) 2009, product type: catheter. (B)(4).